Event description:
The customer reported receiving sheath tank not full error messages from a coulter lh 780 hematology analyzer. The customer also located a fluid leak from disconnected tubing at pinch valve vl46. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
The customer identified the disconnected tubing, and reconnected the tubing. The customer reported no further leak or error messages were received following the repair. (B)(4). The initial reporter's phone number could not be entered due to an issue with esubmitter; the phone number is (B)(6).